Manufacturer narrative:
(B)(4). The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the dat test. No prime anomalies were noted. The pump was received with broken off piece at the battery tube threads. The pump was also received with cracked case at the display window corners, display window, reservoir tube lip, reservoir tube window and reservoir tube window corners. The pump had a minor scratched display window and case.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose at the end of (B)(6) with blood glucose of 20 mg/dl at the time of the incident. The customer was at 363 mg/dl at the time of the call. The customer was given glucose to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer alleged the pump was over-delivering. The insulin pump will be returned for analysis.